Event description:
It was reported that the tip of the mandrin (guidewire/stylet) is frayed.

Manufacturer narrative:
A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer at this time for eval.